Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the angioplasty wire became stuck in the left ventricular lead and could not be removed. The lead was removed and a competitive lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The guidewire was damaged. The distal conductor was extrinsically distorted due to kinking/buckling. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire still inserted in lead. Visual inspection found the guidewire outer coating adhered to the coil filars causing the guidewire to stick in the lead lumen. If information is provided in the future, a supplemental report will be issued.